Manufacturer narrative:
Updated fields: b4, e1(initial reporter), g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. The field service engineer visited the hospital and inspected the device. They confirmed that error log codes 78, 79, and 80 were generated. These codes do not indicate a device malfunction but rather a temporary communication error that was automatically reset. Since no abnormalities were found during the operational check the error was cleared and a one hour running test was completed successfully. The hospital had already replaced the device with another cardiosave following the incident. No harm to the patient¿s health was reported.

Event description:
N/a.

Manufacturer narrative:
Due to character limit: e1 (event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra aortic balloon pump (iabp) had a message indicating a need for maintenance occurred during clinical use, causing the screen to go black. There were no patient harm or injury was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2 h6 (investigation findings, investigation conclusion). It was reported that during use, the cardiosave intra aortic balloon pump (iabp) displayed a maintenance-required message, after which the screen went black. There was patient involvement; however, no injury or harm occurred. The hospital immediately replaced the unit with another available cardiosave to continue therapy without interruption. A getinge field service engineer (fse) inspected the unit and reviewed the error log, which contained error codes 78, 79, and 80. These codes do not indicate a hardware failure; instead, they correspond to temporary internal communication interruptions, during which the device automatically resets communication. If this occurs frequently, further investigation is required, but no operational abnormalities were detected during the service visit. The fse cleared the error log and performed a one-hour operational running test, during which the unit functioned normally with no recurrence of the issue.